Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. We were unable to verify prime alarms or perform prime test and fill tube process due to motor error alarm. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Event description:
It was reported via phone call that the customer's insulin pump was malfunctioning. The insulin pump alarmed compromised force sensor system. The customer is stuck in fill tubing process. Customer made an attempt to prime and then shoots to three. We were unable to get out of the fill tubing process. The customer stated they have syringes and insulin to treat themselves, until insulin pump gets replaced. The customer's blood glucose was unknown.